Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-jan-2020 / serial# (B)(4), UDI#: (B)(4). Device mfg dat: 2018-09-03, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, while trying to retract the leadless ipg in order to reposition, the physician did not line the device up with the delivery system. The leadless ipg system was removed and the device was not implanted. A different leadless ipg system was used to complete the procedure. No patient complications have been reported as a result of this event.